Event description:
It was reported that loss of capture on the right atrial channel resulting in inappropriate automatic mode switch (ams) was noted on the device. Abbott technical support was contacted; however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating loss of capture was not noted. Competitive atrial pacing (cap) was noted on the device resulting in inappropriate automatic mode switch (ams).